Event description:
Parietex hernia mesh. Covidien/ ref# pco8vp, pvi1324x. The piece of mesh would not come loose from the package and it seemed to crumble when it did release. The mesh never entered the patient and was disposed of in the or (operating room). Another piece of mesh was opened and implanted as normal and there was no harm to the patient. Company rep was notified.